Event description:
It was reported that the customer's insulin pump was dropped, hit the toilet, and got toilet water on it. Her blood glucose level was 183 mg/dl. She received a battery out limit alarm. The insulin pump had a blank display and small scratches on the screen. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The pump was monitored, and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No unexpected battery out limit alarm was noted. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.